Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: found error e216 and lost image, due to a faulty video connector. Moreover, broken video connector pins was detected in the product. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause of the complaint is component failure. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head displayed an e229 error message. The issue was found, during preparation for use. For an unknown procedure. There were no reports of patient harm associated with the event.

Event description:
It was reported the camera head displayed an e229 error message. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.